Manufacturer narrative:
(B)(4). The device was received with one electrode leg loose. The ceramic is not damaged and is securely bonded to the bottom jaw. Testing found a short on the device and a replace light warning was received when the jaws are fully or partially closed. The device was visually inspected and the proximal end of the leg of the electrode opposite to the active rod is not properly seated onto the ceramic, allowing the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short and the replace device warning preventing rf power delivery from the generator. This could have affected the sealing performance of the device and the activation issues. It is possible that a lack of adhesive along the surface of the ceramic could lead to adhesion failure.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a lavh procedure, the hand piece was functioning intermittently during use on tissue. It appeared to be shorting out during activation. There was minimal blood loss to the patient as the surgeon used clips and ties to manage the bleeding. The procedure was completed with the enseal trio with no further complications. The patient did not require a transfusion. There was no adverse consequence to the patient.